Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 528 mg/dl at the time of incident. Customer's other blood glucose level was 121 mg/dl, 444 mg/dl, 130 mg/dl and 521 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump and manual injection. Customer stated that drive support was good. Customer also reported that insulin coming out. Customer stated that self test was passed and displacement test was passed. The device will not be returned for analysis.